Event description:
The customer reported alarms for "fluid is not detected in donor line during a return cycle" and "access pressure is too high" and noticed air bubbles throughout the donor line during saline return. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that run data file (rdf) review determined that air related alarms occurred during this event and there was no potential for air to donor. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported alarms for "fluid is not detected in donor line during a return cycle" and "access pressure is too high" and noticed air bubbles throughout the donor line during saline return. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.